Event description:
The customer reported that during device checks inside the fire truck, the autopulse li-ion battery (s/n (B)(4)) would not power on the autopulse platform. According to the customer, the battery was successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger had displayed a green led, and the battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged and ready for use. The customer stated when the battery was tested indoors, under an air conditioner, the problem would not replicate. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.